Event description:
This ra lead was implanted on (B)(6) 2001 and was capped/abandoned on (B)(6) 2014 due to fractured lead. The doctor tried to extract it and was unsuccessful. The physician was (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).